Event description:
Patient noticed was alerting load during infusion and noticed pump is cracked near the part where tubing is connected. Pump was not infusing properly at this time reported product fault occured while in use with patient. The product issue did not cause or contribute to patient or clinical injury at this time. The device is being replace and return box sent for malfunctioning device. (B)(4). Dose or amount: 40.2ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2014 to continuing. Reason for use: pah.